Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up where it was observed that the right atrial (ra) lead failed to sense and capture. X-ray's were ordered and it was noted that the ra lead had dislodged. The lead was capped and replaced on (B)(6) 2020. The patient remained stable before, during, and post procedure.